Event description:
It was reported that during npwt utilizing a renasys touch, the dressing was not compressed at all, so nothing reached to the canister. The treatment was continued with a back-up device and another canister. There was no patient harm nor delay.